Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that there was crack on the reservoir compartment. The customer's blood glucose was unknown. There was crack on reservoir compartment and lip ring was partially broken. The troubleshooting was performed for damage and found that the reservoir was locking in place. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.